Event description:
It was reported that during acl repair procedure drill snapped while drilling femoral tunnel. Broken piece was removed from the patient with the use of a locking grasper and shaver. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. Photographs were supplied. Visual assessment of the photographs confirmed the reported breakage. The photographs were inconclusive to a likely root cause.